Event description:
It was reported that the suction channel of the colonovideoscope tested positive for >5 colony forming units (cfu)/ml klebsiella pneumoniae, >1000 cfu/ml stenotrophomonas maltophilia and 4 cfu/ml pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cleaning disinfection and sterilization (cds) processes information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. After repair and reprocessing by olympus, the hmi results could not confirm customer findings and were negative. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.